Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following fields: h6 and h10. Corrected fields: b5 and e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is likely that the malfunction of error code e104 occurred because the filter was not firmly secured and the screw on the filter was loose.   Olympus will continue to monitor the field performance of this device.

Event description:
No procedure was involved.

Manufacturer narrative:
E2 marked in error. During evaluation, the following were found: the screw on the filter was loose, due to which, e104 error reported, after re-tightening the screw, the fault disappeared, and the heat spacer was missing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the visera 4k uhd xenon light source e104 communication error. There was no delay to the patient¿s treatment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. New information added to the following fields: b5.

Event description:
Additional information was supplied by the reporter. The clv-s400 was not used at that time. The reporter confirmed that no procedure was involved in this complaint.